Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon two potential lot numbers taken from the sales history data of the customer. No relevant findings were identified. A review of the catheter assembly product drawing revealed that no centimeter markings are intended on this device. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "item without centimeter markings on catheters. Customer noticed this on all catheters from stock." Associated complaints: 9680794-2024-00759, 9680794-2024-00760, 9680794-2024-00761, 9680794-2024-00762, 9680794-2024-00763 and 9680794-2024-00764

Event description:
It was reported that: "item without centimeter markings on catheters. Customer noticed this on all catheters from stock." Associated complaints: 9680794-2024-00759, 9680794-2024-00760, 9680794-2024-00761, 9680794-2024-00762, 9680794-2024-00763 and 9680794-2024-00764.

Manufacturer narrative:
(B)(4) UDI# not available as lot# not provided by customer.